Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis could not confirm the reported event; the screen was completely in tact. Analysis found the battery contacts were visibly contaminated. It was noted the device shut down after turning on; the battery voltage was too low (normal battery depletion). The device passed incoming functional test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screen was scratched. The epg (external pulse generator) was returned to the manufacturer for functional check, analyzed and tested out of specification. No patient complications have been reported as a result of this event.